Event description:
It was reported that upon interrogation, an alert for end of life was observed. No therapies were noted. The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Review of the battery voltage trends showed a sharp drop in voltage. The device was tested manually on the bench and using our automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature battery depletion could not be determined.